Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation the device did not pass electrical safety test and had heavy physical damage on the front of the device. The damaged and defective parts were replaced to resolve the issues. Preventive maintenance was also carried out. After repair, the device was found to be working according to the specifications. User mishandling and/or lack of maintenance can be the most probable root causes of the damages observed. The faulty parts of the device would have caused it to fail in the electrical safety test. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales rep via service request the vapr3 generator *ea during evaluation the unit would not pass electrical safety testing, and had heavy physical damage on the front of the unit. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.